Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device's battery was depleted. There were no electronic patient records available in the device's memory. The electrodes that were used during the event had been stuck together, and could therefore not be evaluated anymore. With a different battery installed, the device could charge and shock defibrillation energy. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device was used on a patient but did not deliver a defibrillation shock. During device evaluation, physio-control observed that the device's battery was depleted. The battery had been installed in (B)(6) 2015 and showed full capacity in (B)(6) 2016. The patient had expired.

Manufacturer narrative:
Physio-control replaced the battery. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed battery. It was observed that the battery's four cells were depleted. The battery would not allow a device to power on. A cause of the battery becoming depleted could not be determined.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control replaced the battery. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed battery. It was observed that the battery's four cells were depleted. The battery would not allow a device to power on. A cause of the battery becoming depleted could not be determined. The follow-up medwatch report should indicate: physio-control replaced the battery. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed battery. It was observed that one of the battery cells was depleted. The device had software version 2.50. With this software, the device's readiness indicator would have been displaying no "ok" symbol, no bars on the battery charge level icon and the device would have been producing the audible service alert tone every 5 seconds until the battery charge became too low to produce the audible tone. The self-test log downloaded from the device indicates that the device battery had been at 0% (zero percent) remaining charge since at least (B)(6) 2016 (2 months prior to the reported event). There were no documented daily 3:00 am self-tests in the log between 05-april-2016 and 31-may-2016. This would be consistent with a battery that could no longer sustain device power. The cause of the reported event has been determined to be due to a failure of one of the four battery cells.